Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic low anterior resection (lar) procedure, while being used to retract tissue, the device was found to be damaged. A small black pieces were broke off. The device was replaced with a new one before any part could fall into the patient, and the procedure continued. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the returned photos noted the first image depicts the device with clevis broken. The second image depicts the four disengaged pieces of clevis. Functional testing found that the blades of device opened and closed without difficulty. Device rotated without difficulty. It was reported that the component disengaged. This issue may occur because of the instrument being forced beyond its indicated use due to applying excessive stress over the clevis. The plastic clevis was broken from the pin hole; which was consistent with the use of excessive force during the procedure, thus causing the unit clevis to break and the distal end of the handle to partially split open. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: device was contraindicated for certain applications. Device was to be disposed of properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.